Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would be related to rough handling during shipment of this product to the customer.

Event description:
The circulating nurse opened the box and noted that the sterile pouch for the implant was broken. The sterile pouch was found to be broken on a second implant. The second implant was flash autoclaved and was used successfully. There was no adverse consequence for the pt.